Manufacturer narrative:
The customer confirmed a positive syphilis result was expected for the patient. The investigation reviewed the customer's calibration and qc data and the results were ok. The customer provided the patent's sample collected on (B)(6)-2021 for an investigation. The investigation tested the patient's sample on a cobas 8000 e 602 module and a cobas 8000 c 502 module. The patient's sample was non-reactive for elecsys syphilis, rpr, tpla, single antigen analysis igg and igm. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys syphilis results for one patient tested on two cobas 8000 e 602 modules. The patient had two samples collected for testing. On 16-jun-2021, the customer performed syphilis antibody testing on an abbott alinity analyzer and a manual rpr syphilis antigen test with the patient's first sample. For confirmation, the customer had a second sample collected on (B)(6) 2021. Both samples were tested on the e 602 modules as well as the abbott alinity analyzer. The customer provided a serial number for one e 602 module, (B)(4) , the other e 602 module serial number was requested but not provided. The customer did not specify e 602 module the provided serial number belonged to. The patient's abbott syphilis reactive results were reported outside the laboratory. The patient's elecsys syphilis non-reactive results were not reported outside the laboratory.